Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an unspecified procedure at t2-l4 using posterior fixation. At an unk time pos-op, the pt experienced a distal screw disassociation. Reportedly fusion occurred. The pt underwent a revision procedure 147 days post-op to remove the hardware. No products are available for return and no x-rays are available.